Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to order a power supply. We are considering this a power supply failure. There was no pt involvement.